Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found that the instrument grip cable was broken at the distal idler pulley due to a component failure. The distal idler pulley spun freely and did not exhibit any damage. Additionally, further investigation identified charring and localized melting at the grip base between the grips. The instrument failed the electrical continuity test. Inspection of the instrument housing found a conductor wire damage at the proximal end. Both observations are unrelated to the primary issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The fae indicated a broken grip cable and no damage to the conductor wire was visualized based on the image.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument clamp "mouth" or tip could not be closed. The nurse removed the instrument and found that the cable was broken. The user completed the procedure using a backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use and no damage or anything out of the ordinary identified. The instrument did not collide with any other instruments or other hard material during the surgical procedure. There was no instrument arcing or unintended energy discharge observed.

Event description:
Refer to h10/h11 for follow-up information.